Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. Device lot number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. A request for a service history review was made for this part number. However, no service history review could be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the depth gauge for small screws was lost in the sterile processing department after surgery during the washing process. There was no surgical or patient involvement associated with the reported incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The hospital found the missing screw caps that were lost from the part during the cleaning process. There were no broken pieces and that the part works fine. The screw cap is supposed to come off for cleaning, and that the hospital had found the tip and that everything was fine. There was no broken piece or malfunction to the instrument. This complaint was reviewed and determined to be not reportable. The available information does not reasonably suggest that the device led to a serious injury or death; injury or death due to the recurrence of the described event is remote as determined by medical professional. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.